Event description:
Customer reported an issue with touchscreen responsiveness, stating that the pump screen was frozen and unresponsive after being submerged in water. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to interact with the pump despite performing a reset, and technical support provided detailed reset instructions. However, the problem persisted, and technical support arranged for a replacement pump to be sent, advising the customer on using multiple daily injections as a backup therapy. Customer was informed of the shipping details, instructed on how to put the pump into storage mode, and took necessary steps to return the malfunctioning pump to tandem.